Event description:
The pt reported, he had leaking cartridges from a lot number that was highlighted in a communication from animas. He stated that he did not have any leaking cartridges from the shipment he rec'd recently; he did not use any of these cartridges. The pt noted that his blood glucose readings remained within target.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201851 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.